Manufacturer narrative:
Additional information: investigation: the following allegations have been investigated: embedment., difficult to retrieve. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Twenty devices were manufactured in the lot. There were no relevant notes on the work order for the device and no other complaints reported on the lot. No evidence suggests that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Per the 04aug2020, retrieval report: "the apex of the filter appeared to be free from the wall of the cava. We then inserted the snare and made multiple attempts to grasp the apex but were unsuccessful. We then exchanged the loop snare for a tri-lobe snare and could not successfully grabbed the apex. We then inserted a buddy wire through the sheath and were able to advance it into the left common iliac and then put some pressure against the wall of the cava to push the cable wall away from the apex but upon doing this it was obvious that the apex of the filter was embedded in the wall of the cava. We made a few more attempts but were unable to grasp the apex. Since the filter been in so long I did not feel like extreme maneuvers were necessary to remove this. It had not thrombosed with out anticoagulation therefore I felt that the risk of it creating pathology was small. The filter was left in place."

Manufacturer narrative:
William cook europe initially reported event under MFR report #3002808486-2017-00958. Information was received identifying that the product was a cook inc. Product. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Plaintiff allegedly received an implant on (B)(6) 2012 via the right common femoral vein due to traumatic brain injury and risk for dvt. According to a CT scan provided by the plaintiff from (B)(6) 2017 that alleges '2 of the distal prongs of the ivc filter appear to extend beyond the ivc lumen, however this may be artifactual.' Plaintiff is alleging tilt, vena cava perforation.

Manufacturer narrative:
Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen its investigation if further information is received.

Event description:
Dated (B)(6) 2017, review of abdominal/pelvic CT reports, "positive for caval perforation. Ivc filter superiorly at the l2-l3 disc space, inferiorly at the superior l4 vertebral body. Caval perforation: at least four prongs perforated the ivc, most prominently at approximately 10 mm. The superior margin of the ivc filter, 2 mm perforation of the left lateral margin of the ivc. 5-degree tilt of ivc filter from right:-to-left."

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tilt, vena cava perforation". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.